Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient all of a sudden was not feeling stimulation. Troubleshooting attempts were made and it was noticed that the stimulation was turned off. The patient was walked thought turning the ins back on. It was stated that the device was put on one setting for the night and one setting for during the day, program 2 and 3. The patient noted that the device was helping maybe a little. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of them not feeling the stimulation/stimulation being off was that their husband must have pressed the wrong button (there was no check in the upper box). The patient stated that the issue was easily resolved. There were no further complications reported or anticipated.